Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer worked with the customer remotely and over the phone. The main drawer 5 full height was present in the cubie map, but no pockets were showing. The drawer configuration was pink with no start button, and lights were on the boards in the back. The fse powered down and reseated the pyxibus cable, then disconnected and reconnected with no change. All connections in the rear and drawer were reseated. The rowboard cable was found loose at the drawer controller. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not detected on bus, entire drawer 5 and all cubies were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.